Manufacturer narrative:
The device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that there was a revision of an omega 3 sideplate. Patient was revised due to a non-union fracture.

Manufacturer narrative:
Evaluation summary: the reported event that there was non union could be confirmed with provided x-rays. X-rays show implants in good looking conditions (no breakage or damage visible). However, there was a non-union after 6 months implantation (implanted on (B)(6) 2012, explanted on (B)(6) 2013) and the system is not implanted in the good way anymore. It is not know how the device was implanted 6 months earlier but it could be assumed that the bone collapsed, giving a wrong direction to the lag screw. The patient is an old lady with osteoporotic bones. It was reported by the rep that the plate is not faulty in the non-union. Based on the investigation results, this case could be classified as user related . Please note that the current op technique reads: relative contraindications. Bone stock compromised by disease, infection or prior implantation that can not provide adequate support and/or fixation of the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that there was a revision of an omega 3 sideplate. Patient was revised due to a non-union fracture.